Manufacturer narrative:
Investigation: visual inspection. The following observations were made during the visual inspection: tissue residues/ deposits at the inlet. Permeability test: the test showed that the m.blue plus is permeable. Adjustability test: the m.blue and the progav 2.0 were found to be not adjustable to specification. Braking force and brake function test: the braking force test indicates that the brake function of the both valves are present. Due to the non-adjustability of the valves, as detailed in section "adjustabilty test", an investigation of the braking forces was not possible. Internal inspection of product: in order to verify whether the investigated valves were compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, the valves are finally opened with a special tool. After dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage of the adjustment in both valves at the time of our investigation. Detected deposits were the cause of the non- adjustability. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
It was reported that a m.blue plus (part # fx804t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system was believed to be not adjustable. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 6 years, 4 months. Height: 110.3 centimeters (cm). Weight: 20.03 kilograms (kg). Gender: unknown.